Event description:
Event description boston scientific, crm received information that the rate sense portion of the right ventricular (rv) defibrillation lead was capped due to oversensing on the rv channel. This oversensing resulted in inhibition of pacing, and a crack in insulation was noted during the procedure. The shocking portion of the lead remains active, and an rv brady pacing lead was implanted without complication. No adverse patient effects were reported.